Manufacturer narrative:
Additional information was added to concomitant medical products, device evaluated by MFR, device manufacture date, and adverse event problem. Concomitant medical products: one (1) actual sample was received for evaluation. Visual inspection revealed a crack at the junction of the tube and the y-connector. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this issue, the supplier of the component has been notified of this condition. The second sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink continu-flo blood recipient sets broke at the link closest to the intravenous (IV) bung at patient site. These events were observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.